Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the event of unable to interrogate was confirmed. The device was found in backup operation. The cause of the interrogation anomaly was bit corruption in the product code. The cause of the corruption could not be determined.

Event description:
It was reported that during follow up a device was unable to be interrogated. The device was explanted and replaced.